Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm measuring 61 mm x 58 mm. On (B)(6) 2009, the patient had a follow-up computed tomography angiography that revealed a proximal type I endoleak, with no aneurysm growth. The physician chose to wait and watch. On (B)(6) 2010, the patient had a follow-up computed tomography angiography that revealed a proximal type I endoleak with the aneurysm sac measuring 65 mm x 61 mm. On (B)(6) 2010, the patient underwent a reintervention where a palmaz stent was implanted. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.